Event description:
The patient received two leads with the same lot number. It was reported the patient could no longer feel the stimulation. Reprogramming was attempted and the patient initially regained stimulation. The patient once again lost stimulation, and reprogramming was unable to obtain the sensation for the patient. It was reported the impedances on the leads were within normal limits, and an x-ray may be taken in the future. The physician provided the patient with lidoderm patches and an appointment was scheduled for a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.